Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and observed blood reflux through the hemostatic valve. Vizigo sheath presented hemostatic valve failure, blood reflux through the valve, and was replaced by a similar one. No significant delay. No risk to the patient. No patient consequence reported. No damage or loss reported by the patient or user. Additional information was received on 06-jan-2026. The leakage problem was identified in the hemostatic valve. The hemostatic valve (joint) did not move inside/outside the connector. It only had a small leak during catheter manipulation. The cap/connector did not detach from the sheath. No detachment of the sheath items was observed. No air entered the patient¿s body. After observing reflux and leakage, it was replaced with another sheath. No treatment was necessary. A small amount of blood loss was observed, without consequences for the patient, less than 10 ml.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device 00002906 number, and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).